Event description:
Facility alleges air leaks during dialysis. Rn reports that constant interruption of blood flow through dialyzer caused by the transducer protector leaking and getting wet leads to clotting of dialyzer. Unable to rinse back blood in venous line and dialyzer. Ebl > 100 cc.